Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the norian drillable inject was found disconnected from the package. Specifically, the delivery syringe was detached from the product pouch. The product was wasted and never made it into the sterile field while mixing at the back table. It is unknown if there was a surgical delay. Patient and procedure outcome are unknown. This report is for one (1) norian drillable inject 5cc-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part: 07.704.005s, lot: dse6832. Manufacturing location: monument, release to warehouse date: jan 30, 2018, expiry date: aug 28, 2019. Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance received from dsm dated 22-dec-2017 was reviewed and determined to be conforming. Certificate of conformance sterility requirements and results were reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.